Event description:
Asked by bedside rn to evaluate PICC for leakage. Upon evaluation PICC was flushed and leaking was noted at red lumen where it connects to the tubing. First contact notified of this finding and that this should be considered a contaminated line. Red lumen was taped off and labeled do not use.

Manufacturer narrative:
The following elements have blank data.

Event description:
Asked by bedside rn to evaluate PICC for leakage. Upon evaluation PICC was flushed and leaking was noted at red lumen where it connects to the tubing. First contact notified of this finding and that this should be considered a contaminated line. Red lumen was taped off and labeled do not use. The dressing that we are using is the institution standard ---the sorbaview shield . The site is cleansed with chg or betadine. The flushing syringe is a 10cc barreled syringe.